Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr device. The device was deployed and the foot was parked. The physician attempted to remove the device without success. He reported that the device felt as though it was caught on something. He applied force and succeeded in getting the device partially out, exposing the suture. He retrieved the anterior suture end and pulled it free of the device, however the posterior suture end could not be retrieved. After pulling the posterior suture end with force, it was freed and the device was removed. Good dry closure was achieved with the original device.